Manufacturer narrative:
The investigation was completed on 31-aug-2024. It was reported that a patient underwent a cardiac ablation and the patient required additional surgery due to mapping issues with the carto® 3 system. It was reported by the biosense webster inc. (Bwi) representative that they mapped with octaray catheter and had matrix everywhere. The farawave catheter was pinned in, and they could visualize it in the left atrium. All of a sudden, there was a ¿normal error¿ on the side of the farawave console, and at the same time, that triggered an error on the carto 3 system that stated that they needed to reinitialize the map. The bwi representative stated that usually, during ablation with pulsed field ablation (pfa), they would lose visualization for a short time, and they would not see that error. However, the error remained, and it would not go away unless they reinitialize. They lost the matrix and the visualization of the farawave catheter, and because of that, the physician ablated the appendage. The physician relied on fluoroscopy and ultrasound for visualization until they reinitialized. According to carto 3 reinitialize message (learn new): " the patient body reference position has changed, the system cannot compensate for the change... If the error cannot be resolved, click 'learn new' to learn a new body reference and perform initialization of catheter visualization."the user did not press "learn new" button and therefore, the visualization of the catheter was not accurate. In addition, the biosense webster field representative followed up with biosense webster representative and confirmed that the radio frequency (rf) generator cable was connected to the patient interface unit (piu) during pfa ablation. Therefore, the issue is defined as user related. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. The manufacturing record evaluation was performed on carto 3 system #(B)(6), and no internal actions related to the reported complaint condition were identified. D4. Primary UDI number has been added. During an internal review on 08-sept-2024, noted a correction to the 3500a initial under g4. PMA/ 510(k). It should have been processed as k231207. Therefore, processed accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient required additional surgery due to mapping issues with the carto® 3 system. It was reported by the biosense webster inc. (Bwi) representative that they mapped with octaray catheter and had matrix everywhere. The farawave catheter was pinned in, and they could visualize it in the left atrium. All of a sudden, there was a ¿normal error¿ on the side of the farawave console, and at the same time, that triggered an error on the carto 3 system that stated that they needed to reinitialize the map. The bwi representative stated that usually, during ablation with pulsed field ablation (pfa), they would lose visualization for a short time, and they would not see that error. However, the error remained, and it would not go away unless they reinitialize. They lost the matrix and the visualization of the farawave catheter, and because of that, the physician ablated the appendage. They troubleshoot before reinitializing and that they verified the patches were good. They also verified the connections between the carto® 3 system and the patient interface unit (piu) were good. They waited to see if the reinitialization error on the carto® 3 system would resolve after the first pfa lesion, however, it did not. The reporter noted that after the third pfa lesion, they reinitialized. The physician relied on fluoro and intracardiac echocardiography (ice) for visualization until they reinitialized. The reporter noted that after reinitializing, they had lost the matrix. After completing the pfa ablation, they remapped with the octaray catheter for the post map. It was observed at that time the appendage had been isolated. The reporter stated that per the physician, they would have to bring back the patient for a watchman procedure. There was no medical intervention provided to the patient at the time of reporting. This is conservatively being reported as it was indicated that the patient's appendage was ablated due to the mapping issues. However, the event description is not clear and follow up has been requested to further clarify.

Manufacturer narrative:
During an internal review on 24-jun-2024, noted a correction to the h6. Medical device problem code. Removed computer operating system problem (a1104) and communication or transmission problem (a13). Added application program problem (a1102). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).